Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between the patient¿s inguinal hernia and pd therapy on the liberty select cycler. However, there is no documentation in the complaint file to show a causal relationship. Additionally, the pdrn reported that the inguinal hernia was pre-existing prior to initiation of pd therapy. The hernia could have been exacerbated by pd therapy as it is a common complication due to the increased intra-abdominal pressure form the dialysis fluid. There is no evidence that the liberty select cycler malfunctioned or failed to perform as expected in relation to this event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance for drain line is blocked message and during the call the patient that they were hospitalized and felt discomfort (unspecified). Upon follow up, pdrn stated the patient had an inguinal hernia repair. The hernia was pre-existing prior to start of pd and that this was a scheduled repair. Per rn, the patient had discomfort during draining and the hernia repair was scheduled. The exact date was unknown. The hernia repair was performed as an outpatient and the patient was discharged the same day. Following discharge the dialysate volume was lowered from 2.2 liters to 1.2liters with 6 exchanges and a last fill volume of 1000ml. The rn confirmed that the patient continued pd without issues.